Event description:
It was reported that after the ultrasound breast biopsy, the probe tip detached. No patient injury was reported.

Manufacturer narrative:
A lot history review could not be performed, as the lot number is unknown. Visual/functional inspection: dried blood was observed on the needle and thick coagulated blood in the vacuum hose. The stylet was retracted 1.4cm into the cannula and couldn't not be seen. The syringe was received at the 0ml mark. There were no anomalies noted on the sample. In order to completely load the probe into the driver, the turning raster was moved until the cannula and stylet were in their initial position. The tip of the stylet was found to be intact and there was nothing detached or missing. The probe was installed into driver with no issues. The driver reset the cannula and syringe to their initial positions and the lights flashed green, indicating that the probe was ready to take a sample. The device was then primed and functionally tested one time at each raster position, for a total of 12 tests. Each time the device underwent the following processes: initial reset, sample acquisition, sample ejection, and priming and firing. The probe acquired a sample each time with no issues. Conclusion: the investigation is unconfirmed for the reported tip detachment, as the probe was returned with the stylet tip intact and there were no anomalies noted anywhere along the returned device. The probe functioned properly under laboratory conditions. Per the evaluation results, the probe was returned with the stylet retracted into the cannula and could not be seen. It is likely that the user perceived the stylet tip retraction into the cannula as a needle tip detachment. The definitive root cause for the needle retraction could not be determined based upon the available information. It is unknown if procedural factors contributed to the reported event. Labeling review: the current instructions for use (IFU) states: precautions: - the vacora® biopsy system should only be used by a physician trained in its indicated use, limitations, and possible complications of percutaneous needle techniques. Directions for use: - note: if piercing is desired, depress the "prime" button to retract the probe 20mm. After inserting the probe into the breast, depress the "pierce" button to advance the probe 20mm into the region of interest prior to taking the first tissue sample. - depress the "multi-function" button until the motor engages to expose the tissue in the sampling chamber. - depress the "multi-function" button a third time to close the sample chamber and initiate the "reset" cycle. The breast biopsy procedure may be repeated as needed.

Event description:
It was reported that the probe was allegedly found in the discard container to have a detached tip after completion of an ultrasound guided breast biopsy. No patient injury was reported.

Manufacturer narrative:
The lot number has not been provided. The device has been returned and the investigation is under way.